Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal right coronary artery. An attempt was made to advance a 2.0 x 15 mm mini trek balloon catheter; however, it failed to cross the lesion due to the anatomy. Therefore, another 2.0 x 15 mm mini trek balloon catheter was used for pre-dilatation. An unspecified stent was then implanted in the lesion. An attempt was made to advance a 3.75 x 12 mm nc trek balloon catheter for post-dilatation; however, the device met resistance with the anatomy. Therefore, the device was pulled back and advanced again; however, the proximal shaft became separated. The device was simply withdrawn and another unspecified nc trek balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.